Manufacturer narrative:
The device history review confirms that the device met specification when released. The device was returned for analysis and the outer shaft layer was peeling along the length of the shaft. The outer layer appeared to be delaminated on several places and formed bumps and rings on the blue shaft. Analysis results determined the material to possibly be a component of the hydrophilic coating. The coating at the undamaged portions had no anomalies and no friction or resistance was noted when checking the lumen with the mandrel. Information available indicates that intermittent flush was used. The device directions for use (dfu) indicates the following: "caution: to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade¿ fiber braided microcatheter and guide catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guide catheter and microcatheter lumens." The investigation concluded that it is likely that the hydrophilic coating peeling is related to the dfu instructions not being followed.

Event description:
It was reported that resistance was felt when the microcatheter (subject device) was advanced in the proximal section of the guiding catheter. The surface coating of the subject device was noticed to be peeling after it was removed from the patient. There were no reported clinical consequences to the patient.

Event description:
It was reported that resistance was felt when the microcatheter (subject device) was advanced in the proximal section of the guiding catheter. The surface coating of the subject device was noticed to be peeling after it was removed from the patient. There were no reported clinical consequences to the patient.